Event description:
It was reported that the lead had intermittent capture at high output. It was thought to be possible exit block. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.